Manufacturer narrative:
This record is a consolidation of records summarized as a part of the FDA voluntary malfunction summary reporting program. Supplemental rationale corrected data: h6, h10 4 previously reported events are included in this follow-up record. Product return status 4 devices were received.

Event description:
This report summarizes 4 malfunction events in which the device had a component detach. - 3 events had no patient involvement; no patient impact. - 1 event had patient involvement; no patient impact.

Event description:
This report summarizes 4 malfunction events in which the device had a component detach. 3 events had no patient involvement; no patient impact. 1 event had patient involvement; no patient impact.

Manufacturer narrative:
This record is a consolidation of records summarized as a part of the FDA voluntary malfunction summary reporting program. Supplemental rationale: 4 previously reported events are included in this follow-up record. Product return status: 2 devices were received. 2 device investigation types have not yet been determined.

Event description:
This report summarizes 2 malfunction events in which the device had a component detach. - 1 event had no patient involvement; no patient impact. - 1 event had patient involvement; no patient impact.

Manufacturer narrative:
This record is a consolidation of records summarized as a part of the FDA voluntary malfunction summary reporting program. Supplemental rationale corrected data: b5, h6, h10 4 events were previously reported during the reporting period; however, - 2 previously reported events in this report should have been included under MFR report # 3015967359-2023-01514. - 2 previously reported events are included in this follow-up record. Product return status 2 devices were received.

Manufacturer narrative:
This record is a consolidation of records summarized as a part of the FDA voluntary malfunction summary reporting program. Reported events 4 events were reported for this quarter. Product return status 4 device investigation types have not yet been determined. Additional information 4 devices were not labeled for single-use. 4 devices were not reprocessed or reused.

Event description:
This report summarizes 4 malfunction events in which the device had a component detach. - 4 events had no patient involvement; no patient impact.